Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experience high blood glucose due to bolus did not delivered. Customer¿s blood glucose level was 427 mg/dl. Customer¿s other blood glucose values were 61 mg/dl, 41 mg/dl, 90 mg/dl, 148 mg/dl and 246 mg/dl. Customer treated with manual shots and manual injection. Insulin pump received bolus not delivered message and did not get bolus. Customer declined troubleshooting for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.